Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported via device tracking "left side removal was ¿capsular contracture¿ baker grade, unknown. Device has been explanted.

Event description:
Healthcare professional reported, via device tracking. Left side removal was "capsular contracture", baker grade IV. Healthcare professional later reported, "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Crease folding of implant: observed, creases on implant. Additional observations: observed, deformation on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported via device tracking "left side removal was ¿capsular contracture¿ baker grade IV.healthcare professional later reported "any creases". Device has been explanted.